Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breastshield fit. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue and she indicated she might need a different size breastshield. A replacement device, 27mm breastshields and 30mm breastshields were sent to the customer. Return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis approximately three weeks prior to her report and was prescribed an antibiotic. She indicated that the 27mm breastshields were working better for her and her mastitis was resolved. Additionally, she stated that the replacement pump was working much better, "but still not as great as our other pumps have worked for her." Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her freestyle breast pump had low suction and she had to tape the connectors in order to get suction. She additionally alleged that she had mastitis, for which she was prescribed an antibiotic, but she was fine now.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/11/2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. [(B)(4)].